Event description:
It was reported that during a laparoscopic roux-en-y procedure, there was a lot of pneumo loss from the devices. The case was completed with the devices with no patient consequence.

Manufacturer narrative:
(B)(4). Leak test failure. Evaluation summary: the analysis results of cb12lt device (d), found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a result from surgeon manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of cb12lt device (e), found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a result from surgeon manipulation of inserted devices. However, a corrective action has been initiated to address the root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device e additional information: (B)(4) leak test failure. The analysis results found that the cb12lt device (f), was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device f additional information: batch # unk. Expiration date: unk. Manufacturing date: unk. The analysis results found that the cb12lt device (g), was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device g additional information: batch # unk. Expiration date: unk. Manufacturing date: unk. The analysis results found that the cb12lt device (a), was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device a additional information: batch # unk. Expiration date: unk. Manufacturing date: unk. The analysis results of the cb12lt device (b), found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a result from surgeon manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk. Expiration date: unk. Manufacturing date: unk. Leak test failure. The analysis results found that the cb12lt device (c), was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # unk. Expiration date: unk. Manufacturing date: unk. Leak test failure.